Manufacturer narrative:
The device was not returned for analysis. The analysis I, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
(B) (4) crm received information that the patient with this device (which was implanted subpectorally) and atrial lead was exhibiting electrogram noise on the atrial channel which was associated with atrial oversensing and inappropriate atr mode switches. The device, which is included in the subpectoral implant 2009 product advisory, was explanted on (B) (6) 2009. Additionally, simultaneous noise on the shock channel with no noise present on the rv pace/sense channel was documented. The device was removed and examined carefully, the attending physician felt that the clinical observation was header-related. However, other personnel in the procedure room observed some indentations on the atrial lead. It was not made clear if this lead was implanted in that atrial or ventricular position. Additionally, an explant date was not provided and it is not clear if the lead remains implanted.